Event description:
It was reported that the pulse generator exhibited inappropriate measured data. Upon initial interrogation, measured data was 2.86 v, 29 ua, and 1.4 kohms with an estimated remaining longevity of 1.75 years. There was concern that the battery voltage was -too high to be reliable. Upon reinterrogation, the voltage dropped to a more reasonable value.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.